Event description:
During the index procedure two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid rca. A complication/ dissection occurred after the first stent implantation and the second stent was implanted for treatment of this complication to cover target lesion. It was reported that the patient suffered a gi bleed just under 1 year post the index procedure. Patient was asymptomatic / free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow up. (Ref MFR #'s 99612164-2012-00111 and 99612164-2012-00112).

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (haemorrhage).